Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed below the level of the renal veins for a patient with pulmonary embolism. Approximately one year and six months of post deployment, a ventilation perfusion scan was performed for worsening shortness of breath and chest pain which showed very low probability for pulmonary embolism. Around two years and seven months later, through the right internal jugular vein approach, an inferior vena cavogram was performed. The inferior vena cava was remarkable for nonocclusive clot identified within previously placed, malpositioned inferior vena cava filter and was diagnosed with saddle pulmonary embolism. Denali filter was deployed in the infra renal inferior vena cava without any complications for a patient with deep vein thrombosis and saddle pulmonary embolism. An inferior vena cavogram post filter deployment demonstrates good positioning and deployment of the filter. Therefore, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2017),g2,g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. At this time, it is unknown the relationship between the filter and the reported death. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use: warnings: movement, migration or tilt of the filter and fractures are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: deep vein thrombosis. Caval thrombosis/occlusion. Insertion site thrombosis. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 04/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was detached .the device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.